Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined.

Event description:
Additional information was received on 28apr2021. The procedure was performed with an rsr01. A statement from artventive says that an 11mm eos fits well in a 6fr destination. Both the plug and destination were replaced and the procedure was performed with a new 11mm plug and a new rsr01. Additional information was received on 03may2021. A 6fr destination has an inner diameter of 0.087" and the minimum ID needed for 5 and 8mm eos plug is 0.082".

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the first device reported, for the second device reported that was used on the same patient see MDR: 1118880-2021-00046.

Event description:
The user facility reported that there was a problem inserting an 11mm eos-plug through the destination sheath. They experienced this problem with two plugs and sheaths before success the third time. The first two times the plug detached from the delivery system because the plug did not get in the valve, the valve seemed to tight. They used a new sheath each time. Additional information was received on 03mar2021. The procedure being performed was an occlusion of ureter. Successfully completed on the third attempt. Both destination devices were thrown away because the doctor thought the issue was the plugs.